Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while removing the appendix, the bag was torn and split on the seam. There was no patient injury.